Manufacturer narrative:
The field service engineer (fse) did not identify a cause for the event. Preventive checks were completed, and various components were replaced. All test measurements were acceptable. No additional information or data was provided for the investigation. Based on the limited information provided, the cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for hcg + b on a cobas e 411 analyzer (rack system). Note: the unit of measure was not provided. The initial result was < 0.1. The doctor questioned this result, and the sample was rerun. The sample was repeated 5 times with results of 85.65, 85.19, 82.89, 85.33, and 84.17. The sample was repeated 5 times using a x10 dilution with results of 76.17, 64.56, 46.09, 76.96, and 81.07.

Manufacturer narrative:
The reagent lot number and expiration date were not provided.

Manufacturer narrative:
The investigation conclusion code was updated.